Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was in good optical condition, however, had several bristles were detected which also made it difficult to insert the cutter. The attachment passed all functional testing after a cutter was inserted and locked to a dedicated handpiece. The device was also fully dismantled and several bristles of fibre most likely resulting from a cleaning brush could be found. Therefore, the reported condition was confirmed. Review of the device history record indicated that there were no issues during the manufacture of this product which would contribute to this complaint condition. The assignable root cause was determined to be due to environment from improper processing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s complete mailing address is not available. Reporter¿s phone number is not available. Reporter¿s contact name is not available. UDI (B)(4).

Event description:
It was reported that during equipment cleaning with a brush prior to a procedure, thin wire like (like a spider web) foreign material was inside of the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.